Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was experiencing several near syncopal events a day. The patient was admitted to the hospital for two days and device reprogramming was performed. The suspected causes of the clinical observations was pacemaker mediated tachycardia (pmt). The patient was discharged and the issues were resolved. No other adverse patient effects were reported.